Event description:
The device was used during an unspecified procedure. Reportedly, the balloon burst inside the patient's cavity. The surgeon was able to retrieve the pieces and complete the procedure without any patient injury.